Manufacturer narrative:
Device evaluation is not necessary as infection/extrusion is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient was admitted to the hospital within 2 months of vnns implant due to infection at the incision site. The generator was explanted due to ¿ erosion of skin around lead¿ which lead to an infection. The surgeon indicated that due to her weight being lower, that the lead started to erode through her skin which caused a mild infection. She finished her antibiotics and was doing well. The manufacturer's device history records for the patient's generator and lead were reviewed. Sterility of both products prior to release were verified. No further relevant information has been received to date.